Manufacturer narrative:
(B)(4). Approximate age of device - 36 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had gastrointestinal bleeding. The endoscope preliminary report indicated a small arteriovenous malformation in the body of stomach treated with bicap cautery - subsequent hemostasis. The patient was transfused with 2 units of packed red blood cells. On (B)(6) 2017, it was reported that transfusions continue and a total of 6 units of red blood cells were given. On (B)(6) 2018, it was reported that there was no evidence of active bleeding. Two clips were placed at proximal and distal ends of clotted small bowel segment. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use (IFU) list bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also provides information on anticoagulation regimens and international normalized ratio ranges that should be maintained for patients using the heartmate 3 lvas as well as anticoagulation considerations in patient's with a risk of bleeding. The patient remains ongoing on heartmate 3 lvad support and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2018, it was reported that the patient was taken to the operating room for a double balloon enteroscopy for continued gastrointestinal bleeding.

Manufacturer narrative:
Additional information: placeholder.

Event description:
Additional information: it was reported that the event resolved on (B)(6) 2018. The patient was transfused with a total of 40 units of packed red blood cells.